Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a routine control mandatory request by the french authorities, the evis exera iii gastrointestinal videoscope tested positive for a total of 44 colony forming units (cfus) of microorganism. There was 43 cfus of staphylococcus epidermidis and 1 cfu of aspergillus fungal agent. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and tested positive for less than one (1) colony forming units (cfus)/ endoscope of microorganism. Overall, the results are in conformance with the requirements the subject device was returned to olympus for evaluation. During inspection and testing, the electrical safety test for insulation was out of specification. The light guide rod lens was cracked. The charge coupled device cover lens was cracked. The bending section cover glue was discolored. The connecting tube was wrinkled. The air/water cylinder was scratched. The play of the angulation knobs was out of specification. The play of the up/down and left/right angulation control knobs were loose. The biopsy channel needed preventative maintenance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.